Manufacturer narrative:
This rv lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a general device replacement procedure, this right ventricular (rv) lead was found to be fractured. The rv lead was explanted and replace prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 113 mm from the terminal pin and only the proximal segment was returned. Analysis confirmed the high voltage cable was fractured at the proximal side of the yoke stake block. As no issues were noted prior to the change out procedure, it is likely the damage occurred during the procedure.